Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm. The customer believed the blood glucose level was within the target range. The customer was to use another pump for insulin therapy.